Event description:
Caller advised had physio mesh implanted (B)(6) 2014 and beginning of (B)(6) 2015 started experiencing negative side effects. Caller reported excruciating pain in the abdomen, burning sensation, stinging, swelling and inflammation. She went back to surgeon who advised caller of fluid accumulation in her abdomen and suspects possible infection. Surgeon recommended a CT scan. Surgeon will decide course of action whether to treat with antibiotics or to remove the mesh. Caller also believes the mesh used has been recalled and wants confirmation about recall information.